Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/03/2019. The product support engineer provided part number for a replacement part.

Event description:
The customer reported missing o-ring from leak test fitting. There was no patient involvement.